Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection performed on the product and it was noted that a battery and footswitch were included with the unit. There was a significant amount of oil on the battery as it was mounted on the unit. A functional evaluation performed with a known good battery revealed the unit was very delayed in it¿s pressurization. The piston migration was checked and it registered at 3.05 inches, which is indicative of heavy hydraulic fluid loss. The unit failed the weight test. The unit¿s enclosures were opened and excess hydraulic fluid was noted on the outside of the bimba cylinder and within the enclosures. Excess oil was also noted within the bimba cylinder. The seal had failed within the cylinder allowing an excess amount of hydraulic fluid to escape. The complaint was verified and the root cause was associated with a seal failure within the bimba cylinder. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during ankle procedure the spider arm was not wanting to lock. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.